Manufacturer narrative:
B5, describe event or problem: added information. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, health effect ¿ impact code: replaced code f1903 with f1901 h6, medical device problem code: replaced code a0101 with a24 h6, component code: added codes g04088, g04027 h6, type of investigation: added codes b17, b15, b11 h6, investigation conclusions: added code d15. Code b15: histology findings of the explanted gore® cardioform septal occluder were requested from a third-party investigator the physician had shipped the device to for investigation. Preliminary results received stated that macroscopically, there were no indications of wire abnormalities, only superficial discolorations. Despite reaching out the third-party investigator multiple times, no concluding investigation outcomes were communicated to gore. Electronic files containing digital cine fluoroscopy runs and echocardiography images were returned to gore for an imaging evaluation. In the fluoroscopy image # 1, a gore® cardioform septal occluder can be visualized. The device is in the process of being locked. The device does have clear separation of petals and is symmetrical. There is minimal separation around the anterior/superior rim. After the device is locked, with the images provided there is not an image that aligns the device to show clear separation. In the echo image # 1, a gore® cardioform septal occluder can be visualized. The device appears to be in a stable and released position. There is a potential residual shunt around the retro aortic rim as shown on the still image. There is also minimal left atrial disc around the retro aortic rim. Posteriorly, the device appears to be in a good position with adequate tissue in between the disc. This image was from the date of implant. In echo image # 2, a gore® cardioform septal occluder can be visualized. This image is from the procedural imaging provided and there is minimal disc around the retroaortic rim on the left atrial side. The device is in a locked and released position. There is no pericardial effusion apparent on the procedural imaging. The cause for the effusion cannot be determined with the images provided.

Event description:
It was also reported that the device was sent to (B)(6) for further investigation. Additional information on the histology findings of the explanted occluder device stated that no abnormalities were found. Also, an investigation of intra-procedural images made available to gore could not confirm the presence of a pericardial effusion. No further information on this medical device incident was available.

Event description:
It was reported to gore that on (B)(6) 2024 a 32 mm gore® cardioform asd occluder was selected to treat an atrial septal defect in a young patient with trisomy 21 and scoliosis. Anatomical particulars showed a multi fenestrated fossa ovalis with two large defects measuring 12x16 mm and 18x18 mm after balloon sizing. Also, the patient¿s septum was thin and floppy with a posterior rim of 6 to 8 mm and a satisfactory aortic rim of around 14 mm. During the procedure, the occluder was reported to have been well positioned and the defects were reportedly closed without issues. Throughout the intervention, moderate pulmonary hypertension was recorded. During a routine follow-up visit on (B)(6) 2024, there appeared to be pericardial effusion located on the posterior heart wall and towards the superior vena cava. Reportedly, the patient was completely asymptomatic. Subsequent to additional medical examinations including computed tomography (CT) imaging, pericardial effusion was confirmed and the device was surgically removed from the patient on (B)(6) 2024. During the explant, a small hole in the lateral wall of the right atrium adjacent to the edge of the occluder was identified. The hospital's x-ray investigation of the explanted occluder reportedly showed the device was completely intact and had no fractures. It was also reported that the device was sent to (B)(6) for further investigation.

Manufacturer narrative:
H6, investigation findings, code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. Reportedly, the explanted device was shipped to the histology laboratory at universitätsklinikum münster by choice of the physician. Gore will attempt to obtain the histology findings. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.